Manufacturer narrative:
On (B)(4) 2014, a beckman coulter customer technical specialist (cts) worked with the customer to troubleshoot the leak. The cts instructed the customer to clean the probe rinse block and reposition the tubing at lv8 (manifold) to resolve the leak reported. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff analyzer. The leak was described as several drops (less than 0.5 cc) of diluent from the probe on the instrument after startup. The leak was not contained. The operator was wearing a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.